Event description:
The article, "a terrible bloody tamponade: a case of delayed hemorrhagic cardiac tamponade post left atrial appendage occlusion", was reviewed. The article presented a case study of a 67-year-old female patient with a history of paroxysmal atrial fibrillation and chads2vas2 score of 3, heart failure with reduced ejection fraction of 25%, status post implantable cardioverter-defibrillator, moderate mitral regurgitation and chronic kidney disease stage 3a. It was reported that on an unknown date, an unknown amplatzer amulet was implanted successfully with no peri-operative complications. Transesophageal echocardiogram (tee) a month later demonstrated a well seated device and there was no pericardial effusion; clopidogrel was discontinued at that time. It was then reported 81 days post-procedure, the patient presented to the emergency department for moderately severe, pressure-like chest pain. She was hemodynamically unstable with a blood pressure of 67/46 mmhg and heart rate of 60 bpm. Contrast computed tomography (CT) scan of the chest was revealing for a large pericardial effusion. The patient was administered 1l bolus of intravenous normal saline and norepinephrine at 0.65 mcg/kg/min. The patient was transferred to another facility for higher level of care where she remained on continuous norepinephrine infusion and intravenous fluid. Bedside transthoracic echocardiography (tte) confirmed a large pericardial effusion with right ventricle and right atrial collapse. An urgent subxiphoid pericardial window was done and 300ml of bloody effusion was drained. No active bleeding into the pericardium was observed. Follow up high quality cardiac CT scan on post operative day 5 showed laao device in appropriate position without erosion into the pulmonary artery and no significant pericardial effusion. The patient was discharged 7 days post-intervention. [The primary and corresponding author was saint-martin allihien, department of internal medicine, piedmont athens regional medical center, athens, georgia 30606, with corresponding email:smartallihien@yahoo.com]

Manufacturer narrative:
As reported in a research article, 81 days post-procedure, the patient was presented with pressure-like chest pain and was hemodynamically unstable with a blood pressure of 67/46 mmhg and heart rate of 60 bpm. Contrast computed tomography (CT) scan and transthoracic echocardiography (tte) confirmed a large pericardial effusion. Intravenous normal saline and norepinephrine were administered. An urgent subxiphoid pericardial window was done. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature: article title "a terrible bloody tamponade: a case of delayed hemorrhagic cardiac tamponade post left atrial appendage occlusion".